Manufacturer narrative:
Film evaluation results are: a review of pre-implant cta revealed that the patient had a 75mm max diameter infrarenal abdominal aortic aneurysm. The proximal aortic neck length measured 14 mm. The aortic neck diameter measured 31.1x22 mm just below the renals, 30.7x23.2 mm at 4 mm distal to the renals, 30.8x23 mm at 5 mm distal to the renals, 29.5x19.3 mm at 10 mm distal to the renals, and 29.2x21.1 mm at 14 mm distal to the renals. The infrarenal aortic neck was moderately angulated, a-p. The aneurysm was irregular in shape; the proximal portion of the aneurysm bulged out on the right anterior side. The distal aortic neck diameter measured 31 mm. The lcia diameter ranged from 11-14-17 mm, and the rcia diameter ranged from 12-17 mm. Review of one month post-op 3d recon/cta revealed that the patient has endurant stent graft system implanted. The bifurcate was positioned approximately 4 mm below the left renal artery. The contralateral gate opened on the right side. The contra limb was implanted into the contra gate with over 3 cm overlap. A bulge was seen on the right anterior wall of the bifurcate, originated from the second stent ring to the fourth stent ring. The minimum diameter of the bulge measured approximately 15 mm; the maximum diameter of the bulge measured approximately 21.6 mm. Contrast was seen outside of the bifurcate stent graft at about 9 mm below the left renal artery; this may be a proximal type I endoleak. Both limbs were patent and no stent graft kinks or compression was observed. No other obvious stent graft issues were seen. Review of a 26 second non-contrast video during the secondary intervention revealed that an endurant cuff had been implanted. No contrast injection was done when this video was taken, thus no anatomical references were visible, and the reported proximal type I endoleak could not be assessed. No calibrated catheter was present in this video thus no measurement can be taken. Two endoanchors were seen implanted into the proximal portion of the cuff and the aortic wall. Another endoanchor was seen implanted into the proximal portion of the bifurcate, cuff and the aortic wall. The exact cause of proximal type I endoleak and inability to advance the applier through the guide could not be determined from the video received. The films during the index procedure, additional follow up films, and post op films were not provided. It is possible that the short and angulated aortic neck may have attributed to the proximal type I endoleak.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 70 mm diameter abdominal aortic aneurysm. The aortic neck was 14 mm in length and angulated. It was reported that there was a type ia endoleak. The physician attributed the endoleak to the short and angulated aortic neck. The decision was made to implant a 32/32/49 endurant cuff followed by endo anchors to assure fixation. The endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.